Event description:
Report two of two received of inability to deliver medication via the clave port. The customer reports that the patient was in a code situation. The lidocaine ims syringe was attached to the clave port without difficulty. It was reported that the medication could not be injected. The staff reported that the IV access site was patent. When the syringe was removed, the silicone center stayed in the open position. The pt did not experience any blood loss. With one of the two reports there was IV fluid that had leaked out of the clave. The reporter was not able to specify which report. The pt had another IV site available and the lidocaine was able to be given via the other site. The pt survived the code. There was no report of adverse pt sequelae related to the reported incident. Additional patient information was requested, but no further information was available.